Event description:
It was reported that the balloon expandable stent detached just after crossing the introducer sheath. The stent was expanded and implanted were it detached from the balloon catheter. Another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive as neither the sample nor images were returned for review. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Despite good-faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient details to bard.